Event description:
It was reported that the manufacturer¿s representative (rep) was in an implant case the day of the report and noticed that contact 12 was showing completely out of range. Impedances were checked in the pocket and everything was off, greater than 10000 ohms. The multi-lead trailing cable (mltc) was then used to check and everything was ¿perfect.¿ they then attached the implantable neurostimulator (ins) again and everything was in range except contacts associated with 12. The rep. Was advised to try other troubleshooting such as wiping down the lead and etc. The rep. Then noted the issue for electrode 12 could not be resolved but no replacement products were used. The rep. And physician opted to try and find coverage for the patient around the electrode impedance. The patient left the pacu before they were able to give him a program. A follow-up appointment was scheduled for (B)(6). It was noted this was a battery replacement case. During testing stimulation in the operating room they were able to get coverage in the patient¿s pain are as by going around the impedance.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).